Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a cystoscopy and urethroscopy procedure performed in 2011. According to the complainant, after the procedure, the patient suffered from urinary urgency, recurrent urinary tract infection, and vaginal mesh exposure. In 2017, the mesh was partially removed. Reportedly, the patient now has further bilateral vaginal exposure, and via cystoscopy a band can be seen below the urothelium. Subsequently, an examination under anaesthetic cystoscopy and urethroscopy procedure is being considered for partial or complete removal of the mesh.